Event description:
It was reported by the patient that they chose to have their device explanted as the battery had ¿gone bad on it.¿ the device was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).